Event description:
It was reported that the patient was concerned about the hcp that put the "non-formulator stuff in" and left it in the pump for 18 months; that it could cause issues. The reporter noted the hcp put some ¿weird baclofen medication¿ in the pump and put the patient into cardiac arrest. The drug in the pump at the time of the event was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Additional information was received and it was reported that the patient was seeing a new physician since his prior physician retired. The new physician¿s office stated that the patient had been doing fine and they didn¿t know anything about the reported event.